Event description:
A pt reported experiencing inaccurate low results with a ot profile meter. The pt's blood glucose was meter 56 vs 90 lab within 10 mins with a 24 mg/dl difference. Pt did not experience any adverse events. No further info has been reported.